Event description:
It was reported by service report that the bed exit (chaperone feature) was not making an audible sound. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed exit (chaperone); control board/box assembly.